Event description:
It was reported that the patient underwent a temporomandibular joint procedure. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
Complaint (B)(4). D10 ¿ medical products: item# 24-6646, lot# 863270d, tmj sm lft fossa comp. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, h2, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent a temporomandibular joint procedure. Subsequently, the patient was revised due to unspecified infection. All components were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a2; a4; b5; b7; g3; h1; h2; h3; h6 and h11. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Root cause of the reported event is not device related. Based on additional information received, the device would not have contributed to the reported event. Therefore, this event is considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.